Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing numbness in the left arm due to root stim. The patient underwent a revision procedure wherein the leads were removed.

Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 5129920, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was experiencing numbness in the left arm due to root stim. The patient underwent a revision procedure wherein the leads were removed.